Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) toxidermia [toxic skin eruption]. Case description: spontaneous report rec'd on 02/25/08 from a foreign regional center of pharmacovigilance regarding a male pt. The pt rec'd his first dose of synvisc in 2008, indication not provided, in the right hip. No incident was reported. Medical history was relevant for previous treatment with synvisc in 2006. No incident reported. In 2008, approximately 12 days after starting synvisc and after the second synvisc injection (date unknown), the pt experienced intensive tingling of both legs, followed by papulous eruption (small marbles). Then the eruption spread to other parts of the body (abdomen, thorax, and back). The eruption was associated with intensive asthenia and malaise for which the pt was hospitalized for four days in 2007. Histological test done showed toxidermia with peri vascular lymphohistiocite dermatitis. Biological tests performed showed no inflammatory syndrome, with a normal immunological profile. The physician concluded to the diagnosis to toxidermia. Two months after the first occurrence of this event the pt still experienced two new lesions each day. As of the date of receipt of this report the pt had not yet recovered. Concomitant medication not provided. No assessment between the event and synvisc was provided. Qa result was rec'd on 03/05/08 which stated that the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification results is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.